Manufacturer narrative:
B2 added selection and date as new information was received. B5 new information and clinical rationale were received. D6b explant date was added. E1 added zip code extension as it was omitted from the initial report that was submitted. G1 manufacturing site name should of been left blank on the initial report that was submitted. H1 updated due to new information received. H6 added health effect - impact code due to new information that was received. Type of investigation, investigation findings, investigation conclusions and component codes were updated accordingly based on the completed investigation. Investigation summary: the investigation has been completed. No product was returned. Tachycardia: in order to make a cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Access site adverse event: the cause of the bleed was unable to be determined as insufficient clinical details were provided. Device history review: the device passed all post sterile inspection checks.

Event description:
Clinical rationale: a 55 year old male was supported with an impella cp for ami with cardiogenic shock (scai stage d), implanted on (B)(6) 2025 via left femoral arterial access. During support, the patient developed monomorphic vt suspected to be r on t; two dccv attempts (200 j) along with amiodarone 150 mg and magnesium sulfate 2 g achieved conversion to sinus tachycardia. Due to ongoing hemodynamic instability, the team initiated va ECMO, maintaining the impella for lv venting. Tte confirmed appropriate impella position (4 cm below av). Following ICU transfer, the patient experienced minor access site bleeding around the sheath despite angle matched reposheath placement and forward suturing. The rn was instructed to re dress the site and apply gauze. The patient was anticoagulated with heparin (1550 units) monitored by ptt; no blood products were administered. Additional factors included untreated ischemic lesions and electrolyte abnormalities (mg <1.5). The patient continued to have recurrent vt/vf requiring cardioversion. Pump repositioning or removal did not resolve the arrhythmias. The patient expired on support on (B)(6) 2026. The device was not returned, so device involvement could not be confirmed. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s underlying medical condition and scai stage d.

Manufacturer narrative:
Additional information received confirmed the event onset date (19-dec-2025) as initially reported. Correction. D1 brand name was corrected accordingly.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient developed monomorphic ventricular tachycardia. Direct-current cardioversion was attempted twice. Amiodarone and magnesium sulfate were administered, resulting in conversion to sinus tachycardia. The care team elected to cannulate for venoarterial ECMO, with an impella cp maintained for left ventricular venting. Impella depth and orientation were assessed via transthoracic echocardiography, confirming a depth of 4 cm from the aortic valve in the mid-cavity. The patient remains on mechanical circulatory support.

Manufacturer narrative:
This report is being submitted to correct information provided in a previously submitted MDR. B5 is being updated to include new information that was not included in the initial report. The revised b5 provides a complete event narrative. Section d10 (concomitant medical products and therapy dates) has been updated to include extracorporeal membrane oxygenation (ECMO) as a concomitant therapy. H6. Health effect - impact code f19 (surgical intervention) has been added.

Event description:
Updated clinical rationale: a 55-year-old male was supported with an impella cp for ami with cardiogenic shock (scai stage d), implanted on (B)(6) 2025 via left femoral arterial access. During support, the patient developed monomorphic vt suspected to be r on t; two dccv attempts (200 j) along with amiodarone 150 mg and magnesium sulfate 2 g achieved conversion to sinus tachycardia. Due to ongoing hemodynamic instability, the team initiated va ECMO, maintaining the impella for lv venting. Tte confirmed appropriate impella position (4 cm below av). Following ICU transfer, the patient experienced minor access site bleeding around the sheath despite angle matched reposheath placement and forward suturing. The rn was instructed to re dress the site and apply gauze. The patient was anticoagulated with heparin (1550 units) monitored by ptt; no blood products were administered. Additional factors included untreated ischemic lesions and electrolyte abnormalities (mg <1.5). The patient continued to have recurrent vt/vf requiring cardioversion. Pump repositioning did not resolve the arrhythmias. The impella cp was removed with va-ECMO continued. The patient expired on ECMO shortly after impella cp removal on (B)(6) 2026. The device was not returned, so device involvement could not be confirmed. The patient¿s death is conservatively reported but likely unrelated to device performance but rather the patient¿s underlying medical condition and scai stage d.